Event description:
It was reported that during the surgery the ratchet mechanism of the ncb-df torque screwdriver 6 nm didn't function at all when fastening the locking caps. No further details are known at this date.

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. A lot number was received for the instrument, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. It cannot be excluded that the screw was not fixed with required torque. A loosening of the screw may result. As soon as additional information becomes available and an investigation result be available, an amended medical device report will be submitted. (B)(4).